Event description:
It was reported that 1 day after the xact stent implantation in the left internal carotid artery, the patient experienced a stroke with lethargy, slurred speech and right sided weakness. Magnetic resonance imaging showed small acute/subacute infarcts throughout the left cerebral hemisphere and left pons, suggesting embolic origin. No treatment was provided, and the patient was transferred to a rehabilitation facility 3 days after the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke), weakness and embolism are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.